Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. After a 6f non-boston scientific (bsc) guide catheter was inserted from the left femoral artery and a non-bsc guidewire was crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. After a 6f non-boston scientific (bsc) guide catheter was inserted from the left femoral artery and a non-bsc guidewire was crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient condition was good.